Manufacturer narrative:
The actual date of event is unknown.the root cause for the reported issue of an pca module occlusion alarms was not determined.  The reported issue that there was an pca module occlusion alarms could not be confirmed, no product or device logs were returned for investigation.  No further investigation of this event is possible at this time, and no patient harm was reported. Device was not returned to manufacturing facility.

Event description:
It was reported that anesthesiologists recently noticed a significant increase in occlusion alarms when their patients with epidurals depress the ¿demand dose¿ button on the pendant (pca module used for patient-controlled epidural anesthesia or pcea infusions). It was noted that hat this has been a patient satisfaction issue, as the delay in delivery of the medication delays relief of the patients' pain. Bd clinical consultant took the following steps and provided the following guidance to the customers: reviewed the configuration settings for the pca module in the epidural pcea profile. The bolus rate was set at 300 ml/hr and the pressure limit was sent to medium. It was suggested that the team consider changing the pressure limit to "high" to avoid nuisance alarms that are seen with small bore epidural catheters; inquired about the syringes that are being used. List of compatible syringe for the pca module was shared with the customers; inquired about a change in the epidural catheter product which might explain the recent increase in occlusion alarms; and suggested that if the devices used for pcea infusions are a dedicated fleet, consider having biomedical engineering look at the devices. There were no report of specific patient events. There was patient involvement but information on patient impact is unknown.